Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing was not attached to the needle. Upon investigation, it was found that the glue was missing from the tubing connector. No further information available.